Event description:
Patient was revised to address loosening of the tibial tray at the bone/cement interface, which was causing pain. Depuy cement was used at the time of original implantation. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device did not reveal any evidence indicating loosening in vivo. Patient x-rays were not available for examination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C.. No information was obtained. No evidence was found suggesting product failure or product error. Based on the inability to identify product failure, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.